Event description:
Reporting status: malfunction. Reporting rationale: sent dislodgement has cause or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the zeta was being unpacked, the stent was found stuck in the orange protective sheath. The device was not used. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed the catheter was returned without any blood visible. There was contrast in the balloon and inflation lumen and on the shaft. The protective sheath and stylet were returned along with the catheter. The stent was returned separated from the balloon and located in the proximal end of the protective sheath. No damage to the catheter was noted. The stent outer diameters were measured using a laser micrometer were oversized. The sheath inner diameter was measured and was within manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged in the protective sheath prior to use. Quality assurance technician analysis confirmed the stent dislodged and was in the proximal end of protective sheath. However, it should be noted that the returned device had contrast in inflation lumen and balloon. This suggests that the device was at least prepared for use. The catheter is to be removed from the hoop and then removed the protective sheath from the stent prior to prepping the catheter, as instructed in the instructions for use (IFU). There was no observed damage to the stent or the catheter. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. The inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgment as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the IFU recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. A review of the finished device lot history record did not reveal any non-conformity that could have contributed to this complaint. This MDR is considered closed by the product performance group.